Event description:
It was reported that , "during a lap chole procedure, the trocar cannula came out of the pt's body. The surgeon tried to re-insert it without using the obturator. When he could not replace the cannula without the obturator in place, he replaced the obturator and then re-inserted the trocar. At the closure of the procedure, when the cannula was withdrawn, it was noticed that the device had fractured on the distal end. All pieces were retrieved. There was no pt injury, the procedure was not altered and the time was not extended."

Manufacturer narrative:
The device was received today. It will be decontaminated and given to a quality engineer for evaluation. When his report is received, I will file a supplemental report.